Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a follow up with the patient, skin erosion was discovered. The physician explanted the rv lead and the pulse generator on (B)(6) 2019. No further adverse effects were reported. The devices are not expected for return.